Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedances out of range. It was suspected a lead fracture or an insulation abrasion developing. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedances out of range. It was suspected a lead fracture or an insulation abrasion developing. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned severed ~23.3 cm from the terminal end. Only the proximal segment was returned. Setscrew marks were in the correct location on the terminal pin. Then testing was completed to assess lead electrical performance, indicating conductors are intact. Detailed analysis confirmed that the insulation damage was observed ~21.5-22.5 cm from the terminal end in the clavicle area. Analysis concluded that the clinical observations of low pacing impedances out of range were likely caused by the confirmed fracture.